Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was between 585 mg/dl. Customer declined to troubleshoot for high blood level. The customer stated the basal are not programmed in the insulin pump and customer has been wearing the insulin pump for a week and running high. The product was not returned for analysis.